Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h3, h4, h6. The device was returned to olympus for inspection, and the reported failure was confirmed; the objective lens was broken. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber was broken. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid endoscope telescope looks like lens is broken. The issue was found during set up before patient in room. There were no reports of patient involvement.